Event description:
A fire occurred in conjuction with the use of an oxygen concentrator. The pt was reportedly smoking, and the cigarette ignited the cannula, which burned back toward the source of the oxygen flow - the oxygen concentrator. The oxygen-fed flame terminated at the outlet spout of the concentrator. The pt died as a result of the fire. Based on the info rec'd, the pt used the device contrary to the product labeling. "Warning: this machine produces oxygen. Keep away from heat and open flames. Do not smoke near the pt or machine."